Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v806871, implanted: (B)(6) 2011, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor who reported that the patient had worked with their manufacturer representative (rep) in the past to change programs and they are working better now than they were before. According to the patient they were told by the rep that a couple of their leads are not connected at the time of the call, but a couple of them are. When asked for clarification the patient stated that the rep told them there was an issue with one of the leads, but one was ok. The patient was planning to just leave things the way they are because things have gotten better. The patient indicated that the issue occurred "in (B)(6), probably 3 or 4 months ago" and met with the rep twice. No patient symptoms were reported. No complications were reported or anticipated.